Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse checked and cleaned the wash station and decontaminated the bf probes & the whole system, including the wash and diluent bottles. The customer had run out of substrate and had none available on site. Fse returned to the site four days later to make up new wash, diluent, and substrate. The customer was subsequently able to run quality control (qc) on all the assays without errors or high results. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14aug2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual; chapter 8- troubleshooting - error messages was reviewed. 2235 bf probe 1 suction failure the aia-900 operator's manual indicates that the "2235 bf probe 1 suction failure" error message is generated the overflow sensor 1 s132 detects liquid after a washer suction operation. A wu flag will be attached to the measurement result. The operator is instructed to clean the wash probe 1, check s132, the waste liquid solenoid valve sv170, the waste liquid tube, and the liquid pump lp172. The most probable cause of the reported event was due to system contamination.

Event description:
It was reported that the customer received the "2235 bf probe 1 suction failure" errors and high free triiodothyronine (ft3) and free thyroxine (ft4) results on quality control levels 2 and 3, with their aia-900 analyzer. The customer attempted to troubleshoot by inspecting and priming the bf probe; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2) and luteinizing hormone ii (lh ii) .there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.